Manufacturer narrative:
Previous medwatch reported applicator was on the recalled list, disregard this as the applicator is not on recall. Additional, changed, and/or corrected data: h7, h9, h.10 and h.11. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to submental area on (B)(6) 2020 using the coolmini applicators. A second treatment was done on the lower abdomen with cooladvantage, coolcore contour applicators on an unknown date. Patient developed paradoxical hyperplasia (pah/ph) on submental area after treatment, diagnosed on (B)(6) 2021. Physician described tissue as "noticeable firmness and enlargement to treated area" and "swelling". Physician reported the patient is also "struggling to handle the enlargement mentally- says it is affecting her self-esteem greatly" not device related.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to submental area on (B)(6) 2020 using the legacy coolmini applicators. A second treatment was done on the lower abdomen with cooladvantage, coolcore contour applicators on an unknown date. Patient developed paradoxical hyperplasia (pah/ph) on submental area after treatment, diagnosed on (B)(6) 2021. Physician described tissue as "noticeable firmness and enlargement to treated area" and "swelling". Physician reported the patient is also "struggling to handle the enlargement mentally- says it is affecting her self-esteem greatly" not device related.

Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to submental area on (B)(6) 2020 using the legacy coolmini applicators. A second treatment was done on the lower abdomen with cooladvantage, coolcore contour applicators on an unknown date. Patient developed paradoxical hyperplasia (pah/ph) on submental area after treatment, diagnosed on (B)(6) 2021. Physician described tissue as "noticeable firmness and enlargement to treated area" and "swelling". Physician reported the patient is also "struggling to handle the enlargement mentally- says it is affecting her self-esteem greatly" not device related.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.